Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, the pump alarmed for call service 064, an occlusion related alarm, during the prime step. The customer reported that the alarm persisted with pump reboot, tubing change and cartridge change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-jan-2020 with the following findings: a review of the pump¿s available black box and alarm history showed no evidence of call service 064 alarms. The black box indicated that the data from the event date of (B)(6)2015 was unavailable for review due to continued pump use until (B)(6)2018. The original complaint of a call service 064 alarm issue was unable to be duplicated during investigation. Unrelated to the original complaint, the pump was powered on and the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.